Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, non-calcified, 100% stenosed distal left anterior descending artery. The balance middleweight (bmw) elite ii guide wire was advanced to the lesion and intravascular ultrasound (ivus) was performed. There was no resistance felt during advancement of the ivus catheter over the guide wire. During retraction of the ivus catheter, strong resistance was felt between the bmw elite ii guide wire and the ivus catheter at approximately 4-5 cm from the distal end. The ivus catheter and the guide wire were removed out of the anatomy as a single unit. A new bmw elite ii guide wire was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.